Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unresponsive. The customer's blood glucose was 94 mg/dl. Customer confirmed that an alternate method of insulin delivery was available. A follow up call indicated that the pump was functioning as intended and the pump would continue to be used for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.